Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd¿ insyte autoguard bc leaked at the septum. The following information was provided by the initial reporter: "educators noticed an issue with the septum not stopping the blood from iagbc during demos on their dummy arm."

Event description:
It was reported that six bd¿ insyte autoguard bc leaked at the septum. The following information was provided by the initial reporter: ¿ educators noticed an issue with the septum not stopping the blood from iagbc during demos on their dummy arm. ¿

Manufacturer narrative:
Investigation summary: DHR: lot was built and packaged on afa line 11from 27jan2018 through 31jan2018 for a quantity of 352,010 ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed indications of leakage at start-up of product; which is relevant to the defect stated in the pir and seen in the provided video: pco testing at the start-up of the order disclosed flashback leakage, at which time the line mechanic was notified. The product was contained and a tightened sample of 354 units was taken with the outcome of 5 defects. Product was purged from the line and zones 2 and 5 were checked for root cause. It was stated in the entry: ¿no qn written product not pack.¿ restarted the work order and setup sampling did not discover additional defects. No impact to product being sent to customer. ¿there were also missing challenge sample print outs for which it was noted that there was; ¿challenge samples flare cell 10 and cell 20 fail, re-challenge pass. Although samples were not returned, a video was provided for observation of this incident. The video revealed a 20ga bd insyte autoguard blood control IV catheter in use during a simulation: the iag bc IV catheter was placed on a demo arm with no visible issues. The red fluid (simulated blood) leaked past the septum. Visual/microscopic examination the video did not present sufficient evidence to identify any damage to the components of the unit. The failure of leakage, as stated in the pir and observed in the video was occurred after the placement (insertion) of the IV catheter and the retraction of the needle. Conclusion(s): relationship of device to the reported incident: indeterminate ¿ although the leakage beyond the septum as noted in the pir was identified and confirmed with the provided video and the root cause could not be established to be manufacturing related. The source could not be confirmed without the actual unit for observation and/or testing.